Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl at the time of hospitalization. The time of the hospitalization was 11am and the date of the hospitalization was (B)(6) 2015. The customer stated that the insulin pump stopped delivering her insulin that caused the hospitalization. The customer declined to check the insulin pump. The insulin pump will not be returned for analysis.